Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral grade ii capsular contracture, and right-sided rupture, local reaction, and granuloma postoperatively. The patient experienced itching/burning-like pain in her right breast, and the patient believed that the ruptured right implant irritated her breast tissue. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal without replacement on (B)(6) 2021. This report is for the left-sided prothesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s age and explantation date. The patient¿s age at the time of event was 44. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the actual date of explantation was (B)(6) 2021. The relevant fields have been updated. Manufacturer's reference number: (B)(4).